Manufacturer narrative:
The reported smartstitch perfectpasser connectors, intended for use in treatment, were not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the jaw broke off the device external to patient. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. Excessive force can result in damage to the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the hook was not holding the jaw tight enough so it fell off inside the patient. The broken piece was retrieved and the procedure was completed with a back-up device. No injury or other complications occurred. Complaint 1 of 2. See (B)(4) for 2nd device reported.